Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the hcp reported the patient was out of state in california, so they advised the patient how to see their medical doctor there as soon as possible. It was unknown if the pump alarm had resolved. It was unknown if the symptoms had resolved. The inconsistency in alarm sounds was also unknown. Additional information received from the consumer on (B)(6) 2017 reported they contacted a manufacturer representative who solved the problem by finding a doctor to fill the pump. The patient stated the representative worked hard and efficiently for them. The pump alarm had been resolved. The patient stated their symptoms had resolved, and everything was ¿a-ok!¿ no further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s weight was stated as (B)(6).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from an hcp via voicemail reported they were not sure what happened to the patient; the patient was not in the hcps office at the time of the event because they traveled to (B)(6) and was getting their pump refilled by a doctor on (B)(6). All the patient did was call and wanted to discuss their missed refill appointment and reported having what appeared to be adverse side effects from medication running out. The hcp advised the patient to see her doctor in (B)(6) and get the pump refilled. The hcp did not hear back from the patient and did not have any correspondence with the doctor in (B)(6).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable drug infusion pump indicated for non-malignant pain. The pump contained an unknown brand of morphine with a concentration of 25.0 mg/ml at a dose of 6.740 mg/day. It was reported the patient stated she completely forgot to get her pump refilled. The patient stated the refill was due (B)(6) 2017. The patient stated the medication was at the health care provider¿s (hcp) office; however, he was gone for a week. The patient noted she was vacationing right then and started to hear an alarm (B)(6) 2017. The patient noted her alarm interval was 1 hour and critical was 10 minutes. The sounds were consistent with pump alarms. The patient asked for another hcp close to where she was at that could refill the pump. The patient called back stating she was a snow bird. The patient wanted to know could she figure if she knew how many milligrams she was getting every day and multiply that by the days that were past and figure out what she had left. The patient stated her alarm date was (B)(6) 2017. The patient had her last telemetry printout dated (B)(6) 2016. The low reservoir alarm volume was 2.0 ml, and the low reservoir alarm date was (B)(6) 2017. The patient stated she had had a couple of occasions where she felt light headed and had a sensation of blinders on (B)(6) 2017 and (B)(6) 2017. The patient stated she sees one specific hcp when she is at that vacation spot, but the hcp was out until (B)(6) 2017 or (B)(6) 2017. The patient stated she would consider going somewhere else if she needed to get refilled before then, but wanted to see how many days she had with the pump medication. The patient was going to call her hcp now. The patient was going to speak with her hcps office now because she didn¿t know how long it would be that they were open. The patient wanted to speak with a supervisor to give positive feedback, but needed to call the hcps office first. Additional information received from the consumer on (B)(6) 2017 reported the pump was alarming or beeping. The patient described a 3 beep alarm occurring every hour, but the critical alarm was programmed to 10 minutes. The sound was not consistent with pump alarms. The patient reported difficulty walking. The patient started hearing the alarm (B)(6) 2017 or (B)(6) 2017. The patient did not have an hcp. The patient was trying to find a physician. The patient called back and wanted to know was there a way to calculate oral morphine to match the morphine to what is being in the pump. Based upon the programmed dose the pump would be empty (B)(6) 2017, 7 days after when the low alarm date should have started on (B)(6) 2017 per the session data report.